Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient experienced discomfort at their implant site. It was noted that the patient was very thin and the position of the implant system was uncomfortable for them to sit on. The device was explanted due to the discomfort the system was causing. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.